Event description:
It was reported that post xact stent implantation in the right internal carotid artery, the patient experienced an intraparenchymal hemorrhage. Symptoms included left arm drift. No treatment was provided. Two days post procedure, the event resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Embolic protection: emboshield nav 6 7.2 mm, 190 cm. There was no reported product deficiency. The reported patient effect of hemorrhage is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effect and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.